Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer display malfunctioned and the cursor jumped. Autonomous movement of the cursor and/or autonomous activation of on-screen features was observed during incoming inspection. It was noted that the keyboard's left and right hinges were broken and the cooling fan was noisy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer display malfunctioned and the cursor jumped. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID: 2067, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.